Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced fluctuating blood glucose with episodes of hyperglycemia, including a reported reading of 353 mg/dl with rapid upward trend, and concern that the pump was not delivering correction doses and was only giving small insulin doses; the user intermittently disconnected the pump and inquired about manual injections, and data review showed higher time above range. Symptoms included nausea, vomiting, racing heart, and trembling legs, and large ketones were reported during a prior emergency evaluation where intravenous insulin and potassium were administered; another urgent-care visit attributed symptoms to caffeine without treatment. Outcomes included emergency treatment with IV insulin and potassium and subsequent return of glucose values to the target range per device data at a later time point. Investigation included review of synchronized device data and complaint handling. Investigation of this case revealed hyperglycemia with ketone elevation during one event and device-reported dosing consistent with small incremental insulin delivery, with no definitive device malfunction identified. It was concluded that the cause of hyperglycemia was unclear, potentially influenced by lifestyle changes and illness physiology, and that no device failure was confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.